Event description:
Rptr stated in back-to-back, morning fasting, blood glucose tests, results were 170 and 240 mg/dl respectively. Rptr states he performs two fasting blood glucose tests each morning. Rptr also stated his control solution had expired. Rptr was not experiencing any symptoms.